Manufacturer narrative:
No systemic product problem with the reagent or hardware was identified. Although a root cause cannot be identified, the data showed true amplification for the positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results for two patients using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. The alleged samples initially generated sars-cov-2 positive results (influenza a/b negative). The same samples were repeated on another cobas® liat® and generated negative results for all 3 targets. The samples were retested at another laboratory as sars-cov-2 negative; details unknown regarding the assay used. Both positive and negative results were reported. No harm is alleged. Per FDA¿s eua guidance, 2 mdrs will be filed.